Event description:
It was reported by service report that the power entry module is cracked and the power cord is damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Damaged power inlet module.